Event description:
Pt received 800 u recalled baxter heparin lot# 107054 intravenously at start of ldl-apheresis treatment at ny-presbyterian hospital, cornell - staff informed of recall later that day. About 5 minutes after infusion, pt complained briefly of moderate chest and epigastric abdominal pain, had flushed cheeks followed by pallor and mild swelling of lips and tongue. No respiratory difficulties or change in vital signs. Treatment was terminated, pt given oxygen, IV benadryl and normal saline, and transferred to pediatric emergency room. Treated with epinephrine, solumedrol and zantac. Cleared by ent to be discharged home after five hours on po benadryl, prednisone, and zantac. Treated with ldl-apheresis uneventfully 2008 with a non-baxter heparin. Dose or amount: 800u; frequency: once; route: IV bolus. Date of use: bolus 2008. Diagnosis or reason for use: anti-coagulation for ldl-apheresis. Event abated after use stopped or dose reduced? Yes.